Event description:
The hospital reported that during a coronary artery bypass procedure, 5 heartstring seals did not deploy into the aorta. A replacement seal (sixth one) was used to complete the procedure. No pt effect was reported by the hospital. This report is for the fifth seal.

Manufacturer narrative:
Only the deployment tube was returned. The seal and tension spring components were not returned. Therefore, the complaint cannot be confirmed based on how the seal was received.